Event description:
Pdc received a call on (B)(6) 2013 reporting medical intervention that occurred on (B)(6) 2013 at 3:30 am. Patient's son (sc) called paramedics because his mother's meter was reading high at 277mg/dl. Patient (rr) was cold and sweating needing a fan. She was also nervous and felt bad. Paramedics arrive in 2 minutes. While waiting on paramedics patient was lying down as if not responding. Paramedics performed blood glucose test and reading was 50 mg/dl. Approximately 5 minutes between testing with prodigy meter and paramedics meter had lapsed. Patient did not go to emergency room. Paramedics let her eat peanut butter sandwich and drink orange juice. After she ate the sandwich and drank juice, paramedics waited 15 minutes and tested her again. Paramedics blood test was 71 mg/dl and prodigy meter's blood test was 103 mg/dl. Replacement meter was approved and provided for shipping.